Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed on the device which found that the neuro-tip was drilled and fractured. It was determined that the issue with the drilled and fractured neuro-tip was failure to follow the directions for use. It was determined that the when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro-tip of the attachment. When the drill was started, the burr drilled into or through the neuro-tip. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the craniotome device was damaged. The event was not reported to have occurred during surgery. During in-house engineering evaluation, it was observed that the neuro-tip was drilled and fractured. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.